Manufacturer narrative:
An research article reported three death cases, one in-hospital and two 30-day deaths. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 3014918977-2021-00011. The article, "mid-term clinical and health-related quality of life outcomes for the trifecta bioprosthesis", was reviewed. This research article is a prospective single center experience to assess the functional and clinical outcome of the trifecta valve at mid-term follow-up. Trifecta valve was associated with the study. The article concluded that the trifecta valve, in patients with a mean age of 65 years, provides satisfactory hemodynamics, survival and freedom from re-operation at mid-term follow-up. The primary author of the article is biswarup purkayastha, department of cardiac surgery, nh rabindranath tagore international institute of cardiac sciences, 124, em bypass, mukundapur, kolkata 700099, india. The correspondence author of the article is pradeep narayan, department of cardiac surgery, nh rabindranath tagore international institute of cardiac sciences, 124, em bypass, mukundapur, kolkata 700099, india with the corresponding email: pradeepdoc@gmail.com.